Event description:
Physician reported a patient injected with radiesse dermal filler had an ischemic event with bruising and possible necrosis in the glabella area.

Manufacturer narrative:
Patient was injected in the nl folds and glabella with radiesse dermal filler and shortly after the injection, the forehead area blanched white and bruised and the skin began to slough off presenting with signs of necrosis. Physician treated the patient with nitroglycerin ointment and prescribed a medrol dose pack and the patient is healing. The use of radiesse dermal filler in the glabella region is an off label use. In closing this complaint; the medical device report decision trees were reviewed and it was decided to file an MDR with the FDA due to the seriousness of the adverse event, requiring the nitroglycerin ointment. We regret the delay in the filing of this report.